Event description:
It was reported by service report that the cot was leaking fluid. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Result: hydraulic fill plug and hydraulic cylinder.